Event description:
It was reported that normal mode diagnostics and system diagnostics were run on the patient¿s vns system and they both returned high impedance, dcdc 7. The patient presents post-traumatic drug-resistant epilepsy. At the previous office visit on (B)(6) 2013 the parameters were programmed at 0.75ma, 30 hz, 500 usec, 30 sec on-time, 5 min off-time. During an office visit on (B)(6) 2015 the patient referred no increase in seizures. The patient referred that in the previous three months he had suffered two seizures under stress conditions, and one seizure that followed an accidental drop which led to head trauma and loss of consciousness. In all three occasions the patient was hospitalized. Normal mode diagnostics and system diagnostics resulted in output status limit, lead impedance high and dcdc 7. The pulse generator was disabled. X-rays were taken but they were not sent to the manufacturer for review. Further information was received stating that no abnormal findings were observed on x-rays. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.